Manufacturer narrative:
Blocks f10 and h6: problem code 1158 captures the reportable event of positioning failure. Block h10: an examination of the returned delivery device and mesh assembly was performed. The mesh assembly was received loaded onto the delivery device. No damage was noted to any components. There is residue on the delivery device, indicating signs of use. The carrier was loaded onto the delivery device; no issues were noted with the delivery device deployment mechanism. Consequently, the reported complaint of "failure to deploy" was not confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a colporrhaphy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh carrier failed to deploy release from the shaft tip. Reportedly, this occurred outside the patient. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a colporrhaphy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh carrier failed to deploy release from the shaft tip. Reportedly, this occurred outside the patient. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.